Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The device was originally sent to integra on (B)(6) 2013 for repair. No other information provided. On (B)(6) 2013, the sales representative reported a possible slippage with the device. The slippage was confirmed on (B)(6) 2013 by the sales representative. Additional information has been requested.